Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer had initially called in requesting assistance with recalling the meter's memory and setting up the date and time. While training on how to recall the meter's memory, the customer stated the meter showed that he had received a result of lo. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is less than one week ago. The customer declined to have the products replaced as he stated he was not fasting or testing properly when the "lo" was produced. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).